Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath, small, where a hemostatic valve separation issue occurred. Physician complained that blood was leaking from the hemostatic valve. The leak seemed to stop once the ablation catheter was inserted so he was happy to continue with the sheath. The physician commented this was the second time this issue had occurred (reported under manufacturer¿s reference number: (B)(4)), and this time he felt certain he had put the dilator in at a straight angle, and it was not angled towards the valve. They were unable to see cracks in the hemostatic valve, but the physician noticed blood leaking from the valve. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was used on the patient at the time of the event. The blood return was not excessive, I was just a light leak. The physician did not think that any air entered the body. Once the ablation catheter was in, the leak stopped. No percutaneous or surgical removal was required. This event was assessed as an MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
Initially it was reported that a hemostatic valve separation issue occurred. The biosense webster, inc. Product analysis lab observed on (B)(6) 2020 that the device was returned in the condition reported as the hemostatic valve appeared dislodged inside of the hub. The brim cap and friction ring remained intact. The hemostatic valve issue remains assessed as a MDR reportable issue. The device evaluation summary was completed on 10/23/2020. It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small where a hemostatic valve separation issue occurred. Physician complained that blood was leaking from the hemostatic valve. The leak seemed to stop once the ablation catheter was inserted so he was happy to continue with the sheath. He felt certain he had put the dilator in at a straight angle and it was not angled towards the valve. They were unable to see cracks in the hemostatic valve, but the physician noticed blood leaking from the valve. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was used on the patient at the time of the event. The blood return was not excessive. It was just a light leak. The physician did not think that any air entered the body. Once the ablation catheter was in, the leak stopped. No percutaneous or surgical removal was required. The sheath was inspected, and visual analysis revealed that the hemostatic valve appeared dislodged inside of the hub. Brim cap and friction ring remained intact. Due to this condition, the vizigo sheath had leaking in the valve. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking. A device history record (DHR) was performed, and no internal action related to the complaint was found during the review. Customer complaint was confirmed. The root cause of the damage on the hemostatic valve inside the hub could be related with the excessive force and handling of the sheath during the procedure; however, this cannot be conclusively determined. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the sheath was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).